Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 17.1 mmol/l at the time of incident. Customer was assisted with troubleshooting. The customer stated that the during set change air bubbles were noticed in the reservoir, approximate size of air bubbles was 4mm. Customer stated that the location of the air bubbles was 120 mm from the reservoir. Customer's outcome pertaining to the complaint. The reservoir will not be returned for analysis.